Event description:
The complainant alleged that during a routine shift check by a clinician that a "defib fault 94" was displayed upon power-up. Also during a 30 joule test discharge, the device displayed a "pacer disabled", "defib disabled", and a "defib fault 72" message. The complainant indicated there was no pt involvement with this reported malfunction.